Event description:
Patient representative reported "intracapsular rupture" confirmed via MRI, "capsular contracture baker grade iii", "pain", "pressure sensitivity", "reduced mobility", "change in shape (deformation)", "waterfall syndrome" and "anxiety". Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Patient's representative reported "intracapsular rupture", "capsular contracture baker grade iii", "pain", "pressure sensitivity", "reduced mobility", "change in shape (deformation)", "waterfall syndrome" and "anxiety", confirmed via MRI. Later, patient's representative reported rupture, capsular contracture baker grade unknown, "deposits of a transparent body material (silicone) with corresponding foamy cell reaction or inflammatory clearance reaction" and "no evidence of malignancy". Later, patient's representative reported "pain". This record is for the left side. The device has been explanted and replaced with a non-abbvie device. Unknown if device will return or not.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h6.

Event description:
Patient representative reported "intracapsular rupture", "capsular contracture baker grade iii", "pain", "pressure sensitivity", "reduced mobility", "change in shape (deformation)", "waterfall syndrome" and "anxiety", confirmed via MRI. Later, healthcare professional reported rupture, capsular contracture baker grade unknown, "deposits of a transparent body material (silicone) with corresponding foamy cell reaction or inflammatory clearance reaction" and "no evidence of malignancy". This record is for the left side. The device has been explanted and replaced with a non-abbvie device.